Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which has been implanted for one month, initially had shocking impedances which were normal, but now are out-of-range.